Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID#: (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached in the patient. The target lesion was 99% stenosed and located in the distal anterior tibial artery. Following treatment with the oad and balloon angioplasty, the tip of the guide wire became prolapsed, caught on the catheter and detached. The wire fragment was removed from the patient with a snare and the patient was in stable condition following the procedure.